Event description:
It was reported the battery required more frequent charging. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting, and without the necessary logs, the case was closed by technical support.